Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that there were hundreds of episodes of atrial fibrillation and tachycardia recorded, which made interrogating the device slow. When attempting to clear the episodes, the clinician would receive an error message stating it was unsuccessful possibly due to the burden on telemetry. The clinician was waiting for access to the patient's merlin.net account and clear the episodes from there. The patient was in stable condition.